Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Following a detailed device analysis, it was found that the condition of the returned unit was consistent with the complaint incident that the device brush was bent. During the evaluation the brush of the device was found to be bent, which did not allow the brush to retract fully. The working length of the device was also found to be kinked, which caused some resistance during attempted actuation of the brush. It appears that during insertion of the device into the scope the working length was kinked. It also appears that the brush became partially extended during insertion allowing it to catch on some part of the scope and bend. Based on the investigation findings of the returned device the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was used during an endoscopic retrograde cholangiopancreatography procedure within the common bile duct on (B)(6), 2010. According to the complainant the device was tested prior to being used, and the brush was able to be extended and retracted without issue. During the procedure when the brush was advanced from the sheath, the brush was found to be bent at a 90 degree angle. No sheath damage was noted. The user was then unable to retract the brush back into the sheath. The device was removed from the scope with the brush fully out- no scope damage was noted. The user could not confirm what position the elevator was in, or if the anatomy was tortuous. The procedure was successfully completed with a second combo cath wire-guided cytology brush. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was used during an endoscopic retrograde cholangiopancreatography procedure within the common bile duct on (B)(6), 2010. According to the complainant the device was tested prior to being used, and the brush was able to be extended and retracted without issue. During the procedure when the brush was advanced from the sheath, the brush was found to be bent at a 90 degree angle. No sheath damage was noted. The user was then unable to retract the brush back into the sheath. The device was removed from the scope with the brush fully out- no scope damage was noted. The user could not confirm what position the elevator was in, or if the anatomy was tortuous. The procedure was successfully completed with a second combo cath wire-guided cytology brush. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.